Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient¿s reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
On (B)(6) 2018, patient was hospitalized due to rising blood glucose (bg) levels. Her bg levels reached 20.7 mmol/l (373 mg/dl) after wearing the pod for 68 hours on the leg. To treat her elevated bg levels, the patient was put on 2 separate intravenous (IV) drips (1 delivering insulin, and the other delivering saline). She had hourly blood work done and her bg levels were checked frequently. When the pod was removed, it was noted that the cannula appeared bent and contained blood. The patient was hospitalized for 4 days before she was released and was diagnosed with diabetic ketoacidosis (dka).

Manufacturer narrative:
The returned device was evaluated and no issues were observed to the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent or kinked cannula. The device ran 80 hours to pod expiration. No issues were observed with the cannula assembly that would contribute to bleeding/bruising at the infusion site. The exact cause of the reported bleeding/bruising could not be determined.